Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a loss of therapeutic effect. Patient indicated that their overactive bladder symptoms have not improved. It was later reported that the patient wanted her stimulation system removed but did not know about how to go about it. It was beginning to irritate her and she was not getting benefit from it even though she had been reprogrammed twice. The patient was experiencing a loss of therapeutic effect. Since implant, her ins never really did work. The patient went back to her doctor in (B)(6) and a woman in his practice reprogrammed it but that did not seem to change anything much. Then probably 2 years ago, she met with a representative. The patient said: "occasionally I would think oh, now that's working". But she never got long term benefit. The patient hadn't used it for a while and it's been turned off. The implant area had been irritating her a good 10-12 months. Additional information was received from a consumer indicating that the patient¿s ins was removed but 50% of the lead was left implanted. The caller reported it was removed due to it not working and the patient was having pain at the generator site. The caller noted it was removed in 2015. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# v662597, implanted: (B)(6) 2011, product type: lead. Product ID 3037, (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v662597, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the system was explanted on (B)(6) 2015. The were unable to removed the distal aspect of the lead. The cause of the reported issues previously mentioned were unknown.